Event description:
It was reported to boston scientific that in 2007 at the three month follow-up visit, patient reported throbbing pressure in the vagina. According to notes, she stated that she is not any better since her prefyx surgery in early 2007. Patient states her incontinence is worse now than before the surgery. Patient denies dysuria, hematuria. Patient states she occasionally feels a throbbing pressure in the vagina. The patient states she has to strain at times to start the flow. She also has problems with frequency, urgency with almost no control over the bladder. The patient states her stream is moderate and it does not feel as if she empties completely.

Manufacturer narrative:
Model number and lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available. Product unavailable for analysis